Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11nov2019.

Event description:
The customer reported an oxygen saturation error. It was reported that there was no alarm on oxygen levels. The manufacturer's field service engineer (fse) performed troubleshooting and confirmed the reported issue. The fse inspected the gas delivery system (gds) and found that it was damaged. There was no patient involvement. The fse replaced the gds to resolve the issue. After this repair, the device returned to full functionality.